Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose with blood glucose of over 33.5 mmol/l at the time of the incident. Customer stated that positive results in ketones test. The customer was hospitalized on (B)(6) 2018. Customer did not allege pump was under delivering. Customer mentioned that when the infusion set was changed the cannula was bent and this occurred on 2 occasions. The customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty breathing, rapid pulse. The customer was treated with insulin intravenous and saline. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date.. The correct date is (B)(6) 2019.